Event description:
Maintenance ran generator on 9/19/96 at 1 pm. Nursing staff called cardiopulmonary and reported that vent had smoke coming out of it. Machine was taken out of svc. Pt suffered no injuries.